Event description:
Response was received from the physician that the patient's decrease in perception of stimulation is due to the high impedance. The physician also noted that the suspected lead fracture is based on the high impedance observed, and that no anomalies were detected in the patient's x-rays. The surgeon will attempt to troubleshoot the high impedance by re-inserting the lead. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that high impedance was observed for the patient's device. Per the pt.'s physician, the cause is likely due to a lead fracture; the pt. Also has not felt stimulation for some months now. The physician has referred the pt. To their surgeon for a lead revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.